Event description:
It wsa reported that during an implant procedure, when the physician inserted the stylet completely into the lead, the j-curve appeared before the lead tip. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).